Event description:
Donor unit #(B)(4).

Manufacturer narrative:
This report is being filed to provide addtional information in b.5.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide in correctedinformation is provided in b.6 and e.1.investigation: the run data file (rdf) was analyzed for this event.root cause: the run data file analysis did not show a conclusive root cause for the higher- thanexpected wbc content in the platelet product reported for this collection. However, it is possible,though not conclusive that wbcs may have exited the lrs chamber towards the end of theprocedure, as the rbc signal corresponds with a slightly interrupted steady state of the lrschamber. Based on the available information, it is possible, though not conclusive that thisleukoreduction failure is donor related. No qc data was made available at the moment ofinvestigation.

Event description:
The customer did not provide residual wbc information for this event.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.